Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she experienced high blood glucose; she was trying to push the bolus button and couldn't get it set it up. She has a doctor's appointment where they checked her blood glucose level and it was at 512 mg/dl. Customer was sent to the emergency room. Customer also reported that the insulin pump alarmed button error. Current blood glucose value is 321 mg/dl. Nothing further reported.

Manufacturer narrative:
There was no button response and button error alarms due to corroded key pad traces. Unable to perform functional test including prime,displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.